Manufacturer narrative:
The failure investigation has been completed and the cartridge change error issue was confirmed. In addition, a different issue was found. Cartridge alarm 6: 213, 61.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 6. Also, it was reported that the customer received multiple cartridge change error messages while attempting to load multiple new cartridges. The customer's blood glucose level ranged from 250 mg/dl to 284 mg/dl and it was addressed with a bolus via the pump as well as manual injections. It was confirmed that the customer had a backup method of insulin delivery available.